Event description:
Patient reported "leak". Patient also reported "feeling sick", "losing weight", "rash and skin peeling", "lost 32lbs this year" and "breast cancer removed" considered not device related. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.